Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unable to prime unit during prime test due to faulty force sensor. The device was received with cracked case at display window corners, and severely scratched lcd window.

Event description:
It was reported that the numbers on the insulin pump kept ramping up when the customer tried to deliver a bolus. The battery was removed and new battery was inserted. The insulin pump alarmed button error, which could not be cleared to an unresponsive keypad. The customer's blood glucose was 290 mg/dl, which was treated with a backup plan. The discontinuation of the device was advised. Nothing further was reported.